Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette disconnected from the transfer set during automated peritoneal dialysis therapy, which resulted with a leak. The patient was connected for therapy and in drain one of six at the time of the reported event. The technical service representative assisted with ending the therapy and advised to start over with new supplies. The patient did not reconnect and the transfer set was not replaced. At the time of this report, there have been no disconnections since this event. There was no patient injury or medical intervention associated with this event. No additional information is available.